Event description:
--

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient presented to the hospital after experiencing symptoms of dizziness. Interrogation revealed a heart rate of less than 30 bpm in addition to pacing inhibition and loss of capture; impedance and threshold values were noted to be stable and within expected limits. The device was subsequently reprogrammed to auto capture but the issue remained unresolved. The device was reprogrammed once more to a fixed output of 5 v and the issue initially resolved. However, the system was later explanted and replaced. It is unknown whether the right ventricular (rv) lead is a boston scientific product. No additional adverse patient effects were reported. This pacemaker is no longer in service.